Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a keypad failure was confirmed during product evaluation. This condition was caused by a defective keypad due to fluid ingress. The device was not repaired due to an obsolete part. The device will be discarded. Additional information: a service history review revealed no previous service events contributed to the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
A (B)(6) baxter employee contacted baxter (B)(4) to report a flogard infusion pump with a keypad failure; this condition had the potential to interrupt delivery. This condition was found before use. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.